Manufacturer narrative:
Cardinal health is proactively filing this medwatch. It is not known which product the physician/surgeon reacted to, but the gown is one of the products he used. The lot number was provided, therefore the device history record was reviewed, and no quality issues were reported. The sample was not available. Without the sample, we cannot identify a root cause. We will continue to monitor for complaints of this nature.

Event description:
Physician/surgeon started off with having a breakout on his hands that moved up his arms. He switched scrub soap, and it helped for a while. The surgeon has been using this gown, it is not the first time that he wore it. They are not sure what is causing his reaction. Surgeon saw an allergist and had testing done. Cardinal health is proactively filing this medwatch since the gown was one of the products the surgeon used.